Event description:
A medtronic representative called and reported that the device delivered 15 shocks during cautery use with a magnet applied. The device remains implanted with 2% remaining on the battery.

Manufacturer narrative:
The device was received and analyzed. The device was implanted for 54 months and (B)(4) charging cycles were recorded to the device memory. The device memory content of the device was inspected. The inspection of the available iegm's confirmed that the detection of noise led to therapy delivery on the date of event. This indicates that the therapy function of the device was not sufficiently inhibited by the magnet application. The usage of a non-recommended type of magnet as well as an unfavorable orientation of the magnet to the device may lead to such rare clinical events. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step the function of the magnet reed switch was tested. The sensitivity of the magnet switch was as expected. The application of a m50 magnet successfully inhibited therapy delivery. In summary, the device proved to be fully functional. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.